Manufacturer narrative:
Literature article: surgical mortality risk scores in transcatheter aortic valve implantation: is their early predictive value still strong? B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effects reported in the article are captured under separate medwatch reports. It was reported that 1763 patients included in this study underwent transcatheter aortic valve implantation (tavi) between march 2011 to september 2021. The average age was 80.94 years, and the average gender was female using a portico valve. Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities, including hypertension, diabetes mellitus, dyslipidemia, smoking, anemia, chronic obstructive pulmonary disorder, neurological dysfunction, severe liver disease, peripheral artery disease, carotid stenosis, coronary artery disease, prior cardiac surgery, prior myocardial revascularization, prior percutaneous coronary intervention, coronary artery by-pass grafting, prior pacemaker/implantable cardioverter-defibrillator/cardiac resynchronization therapy, aortic/mitral regurgitation. Some of the complications reported were death, stroke, bleeding, acute kidney injury (renal injury), aortic regurgitation, permanent pacemaker implant (surgical intervention), coronary artery obstruction, new-onset left bundle branch block (heart block), new-onset atrial fibrillation, hospitalization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or individual patient information was received for analysis.

Event description:
The article, ¿surgical mortality risk scores in transcatheter aortic valve implantation: is their early predictive value still strong?¿, was reviewed. The article presented a retrospective, multicenter study to evaluate for the first time, in a large population, if these surgical scores (european system for cardiac operative risk evaluation (euroscore) and society of thoracic surgeons predictive risk of mortality (sts-prom)) could realistically predict early safety (es), defined with both valve academic research consortium (varc)-2 and varc-3 criteria. Devices included edwards sapien xt/sapien 3, meril myval, medtronic corevalve, engager, evolut r/evolut pro, boston acurate/acurate neo, abbott portico, jenavalve, boston lotus, and direct flow medical. The article concluded the most used mortality risk scores do not have adequate diagnostic accuracy in predicting es after transcatheter aortic valve implantation (tavi). The absence of varc-2, instead of varc-3, es is an independent predictor of 1-year mortality. [The primary and corresponding author was fortunato iacovelli, division of university cardiology, cardiothoracic department, policlinico university hospital, 70124 bari, italy, with corresponding email: fortunato.iacovelli@gmail.com] the time frame of the study was from march 2011 to september 2021. A total of 1763 patients were included in this study. The average age was 80.94 years and the average gender was female. Comorbidities included hypertension, diabetes mellitus, dyslipidemia, smoking, anemia, chronic obstructive pulmonary disorder, neurological dysfunction, severe liver disease, peripheral artery disease, carotid stenosis, coronary artery disease, prior cardiac surgery, prior myocardial revascularization, prior percutaneous coronary intervention, coronary artery by-pass grafting, prior pacemaker/implantable cardioverter-defibrillator/cardiac resynchronization therapy, aortic/mitral regurgitation.